Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "dual mobility constructs in revision total hip arthroplasty: survivorship analysis in recurrent dislocation versus other indications at three to twelve-year follow-up" written by nicolas de l escalopier, valerie dumaine, guillaume auberger, antoine babinet, jean-pierre courpied, philippe anract, and moussa hamadouche published by international orthopaedics published online on 22 november 2019 was reviewed. The article's purpose was to evaluate the clinical, radiologic, and survival results of dual mobility sockets (non depuy implants). It is noted that the cement utilized was depuy type 3 cmw with gentamycin. The cement was utilized to fixate a non depuy acetabular cup. This complaint captures adverse events that are possibly associated with the cement. Depuy product: cmw gentamycin cement. Adverse event: infection (treated with two stage revision and/or lavage). Acetabular loosening (treated by revision). Adverse local tissue reaction (treated by revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The provided images do not offer any information as to root cause for loosening associated with having used a depuy cement product with competitor manufactured acetabular devices. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.